Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's vns handheld computer would not hold more than a 30% battery charge. Troubleshooting was performed by a manufacturer representative and the problem persisted. Product has been returned to manufacturer, but analysis is pending.